Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that prior to an unknown procedure, it has been connected and recognized the terminal perfectly. One minute approx. After the terminal started to work it was realized that the teflon had taken off. Only it has been activated three or four times. Photos available. The terminal has been used in few times and it worked perfectly. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: did the tissue pad melt? No exactly, it looks like the tissue pad has been peeled off. Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?), no, the broken piece was held on the jaws. Is the tissue pad completely missing from the clamp arm? No, it just a part of the tissue pad was peeled off, the other part of the tissue pad kept stuck to the clamp. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I cannot assure this item. The event no longer meets the criteria of a reportable event